Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-05290. It was reported that the patient presented at a follow-up in clinic with fatigue, sweats, and clamminess. Upon review, the left ventricular lead displayed high lead impedance. Fracture of a lead wire was suspected and it was noted that the implantable cardioverter debrillator was not delivering remote transmissions. Programming changes were performed to resolve the fracture and impedance issues while the remote transmissions began going through.